Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which the cuff was removed and upsized to 4.0cm. No further information was provided.

Manufacturer narrative:
The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.